Manufacturer narrative:
(B)(4).

Event description:
This lead was returned without documentation from an unknown source. Contacting the patients physician was unsuccessful. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil approximately 20.5 cm distal to the is1 connector pin. Based on the characteristics of the damage, it is reasonable to assume that the deformations of the outer conductor coil resulted from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.